Event description:
Cpi rec'd info that this lead was capped due to oversensing. During the procedure, the physician noted fluid under the insulation. Two leads are involved in the pts lead system. Cpi is unable too determine the serial number of the lead with the problem.